Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, and high/undefined pacing impedance. A lead fracture was suspected. During the lead revision procedure the physician attempted to retract the helix and pull the lead out, but the helix failed to retract. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.